Event description:
It was reported that a patient was implanted with a gore propaten vascular graft in an a-v access procedure in the forearm. The graft developed a seroma and was explanted. Further investigation is pending.